Manufacturer narrative:
Date of death - estimated. Date of event - estimated . The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. Date of implant - estimated. The device was not returned for evaluation. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effect of death is listed in the xience v everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. A conclusive cause for the reported death and the relationship to the product, if any, cannot be determined. There is no indication of a product quality issue with respect to manufacture, design or labeling. The other serious injuries reported are filed under another MFR number. Na

Event description:
This is filed for the patient deaths. It was reported through a research article identifying the xience stent that may be related to death, myocardial infarction and target vessel revascularization. Details are listed in the attached article, titled: "abluminal biodegradable polymer biolimus-eluting versus durable polymer everolimus-eluting stent in patients with diabetes mellitus 5 years follow-up from the compare ii trial".

Manufacturer narrative:
This report is resubmitted to ensure the enclosed attachment can be easily opened by the FDA. Article attachment: abluminal biodegradable polymer biolimus-eluting versus durable polymer everolimus-eluting stent in patients with diabetes mellitus. 5 years follow-up from the compare ii trial.